Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported an allegation for a patient that had black dust on their face. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device at the manufacturer's service center, contamination was found in the blower assembly, flow sensor assembly, stirring fan, exhaust fan and tubing kit. The contamination was found to be from an outside source. All components will need replaced to address the contamination. No malfunction of the device was observed. The coding has been updated to reflect the fsn for sound abatement foam degradation.

Manufacturer narrative:
The manufacturer previously reported an allegation for a patient that had black dust on their face. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device at the manufacturer's service center, contamination was found in the blower assembly, flow sensor assembly, stirring fan, exhaust fan and tubing kit. The contamination was found to be from an outside source. All components will need replaced to address the contamination. No malfunction of the device was observed.

Event description:
The manufacturer received information alleging a patient had black dust on their face. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.